Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not populating. A technical support specialist (tss) confirmed that the device was showing the current synchronization status on the server and remotely accessed the device using remote support services (rss). The tss identified that the maintenance service was not running, configured the service to automatic delayed startup, and started the service while verifying that it ran without errors. The tss also remotely accessed additional devices referenced in the case and confirmed that the maintenance service was running on those systems. The tss contacted the customer, explained the findings, and requested verification, after which the customer confirmed that all available patients list was visible on all devices, indicating the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient list was not populating following an update to pyxis es version 1.11. All patient lists were no longer displayed on the station, and patients could only be located by performing a facility search. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.